Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving compounded baclofen (4000mcg at 700mcg/day) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient's incision didn't fully heal and had a small opening. Per the patient's wife, cultures came back with only yeast. The patient went back and received an incision <(>&<)> drainage (I<(>&<)>d). The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.